Event description:
A patient reported experiencing inaccurate low results with a one touch ultra meter. There were two meter and lab results being compared to each other since patient wasn't sure of accurate results. The first meter result vs. First lab results, the patient's blood glucose results were 170 compared to the labs 230 mg/dl. Tests were done within 10 minutes. The first meter result vs. Second lab result, the patient's blood glucose results were 170 compared to the labs 235 mg/dl. Tests were done within 10 minutes. The second meter result vs. First lab result, the patient's blood glucose results were 172 compared to the labs 230 mg/dl. Tests were done within 10 minutes. The second meter results vs. First lab result, the patient's blood glucose results were 172 compared to the labs 235 mg/dl. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.